Event description:
It was reported a patient presented in clinic with pacemaker mediated tachycardia in (B)(6) 2021 and programming changes were made to resolve the issue. Later, on an unknown date the pacemaker was explanted. Post-procedure the patient status was unknown.

Manufacturer narrative:
Further information requested but not received.

Manufacturer narrative:
The device was above elective replacement indicator (eri) level upon receipt. Analysis performed, including output verification and inspection of header and connectors showed normal device characteristics with no anomalies contributing to reported event. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.